Event description:
It was reported that female luer connector of the cardioplegia delivery line was found broken off when the customer was removing the stylet from the cannula during use. No patient injury was reported.

Manufacturer narrative:
Evaluation: the customer report of broken female luer issue was confirmed. Female luer of main lumen was broken off. Broken cross-surfaces appeared rough and partially whitened. Both main lumen and pressure monitoring line were patent without any leakage. Balloon inflated without leakage. Engineering evaluation task was opened to document further investigation. Visual examinations were performed under microscope at 15x magnification and unaided eye. All lumens were tested for patency and leakage as follows; a 12 cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip, entire catheter was immersed in water and pressurized by compressing the syringe plunger. A review of manufacturing records showed no non-conformances. Instructions for use were reviewed and found appropriate. The root cause of the damage could not be determined. Given the inspection and precautions listed in the process controls / risk controls section, it is unlikely that the connector was damaged prior to shipment from the edwards (B)(4) facility. It is likely that the force which caused the bend in the stylet near the connector also damaged the connector. A manufacturing defect cannot be confirmed. The returned device does not indicate a manufacturing defect, a pra or CAPA will not be initiated at this time. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device evaluation anticipated into root cause upon receipt of device from customer.